Event description:
It was reported that leakage occurred during use with bd insyte¿ autoguard¿ bc shielded IV catheters. The following information was provided by the initial reporter, "hello, I hope this email finds you well. I'm emailing as the jsc rn's have found that on multiple occasions we have found the IV catheters have leaked immediately after releasing the tourniquet (causing a big mess). The feature seems to be failing. It happened frequently a few months back but then happened today. The lot # today was 8310640. As it seemed to be random in the past, we didn't track the lot numbers. I'm not sure if anyone in the hospital has mentioned this or if I should let someone else know. I save the wrapper from today's event." 1 of 3 complaints.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with bd insyte¿ autoguard¿ bc shielded IV catheters. The following information was provided by the initial reporter, "hello, I hope this email finds you well. I'm emailing as the jsc rn's have found that on multiple occasions we have found the IV catheters have leaked immediately after releasing the tourniquet (causing a big mess). The feature seems to be failing. It happened frequently a few months back but then happened today. The lot # today was 8310640. As it seemed to be random in the past, we didn't track the lot numbers. I'm not sure if anyone in the hospital has mentioned this or if I should let someone else know. I save the wrapper from today's event." 1 of 3 complaints.